Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The field service representative (fsr) inspected the module, performed troubleshooting procedures, including replacement of several parts, and determined the alnty c reagent probe, alnty c-series sample p, alnty c rgt pr tb, the smpl probe tubing and mixer the causes of the results issue. Part replacement resolved the issue and issue resolution was confirmed with a passing qc run. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed falsely elevated alinity c lithium results generated on the alinity c processing module for two patients. The following data was provided: (B)(6) 2025 sid (B)(6). Initial result 1.52 mmol/l, questioned by the doctor, who requested a rerun of the same sample, rerun 0.94 mmol/l, result consistent with the doctor¿s expectations. (B)(6) 2025 sid (B)(6). Previous result on (B)(6) 2025 0.24 mmol/l, initial result (B)(6) 2025 1.26 mmol/l, rerun 0.38 mmol/l (on another module (B)(6)). No impact to patient management was reported.